Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, 90% stenosed, mid to distal left anterior descending artery. No predilatation was performed prior to advancing the 3.0x18 mm xience v stent delivery system (sds) to the lesion site. It appeared to the nurse in the cath lab, that the catheter was being pressurized and twisted during its advancement to the lesion site. After inflation of the stent delivery system balloon in the lesion, it was observed that there was no stent on the balloon. A 3.0x12 trek balloon was advanced to the lesion and inflated to 14 atmospheres in an attempt to capture the stent if it was still in the lesion; however, the balloon came out without the stent. Further attempts to locate the stent in the patient and outside of the patient proved unsuccessful. A new 3.0x18 mm xience v stent was advanced to the lesion and deployed successfully. After retraction of all devices from the patient, upon visual examination, the stent implant was found inside the guiding catheter inadvertently deployed against the catheter wall. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps (examine stent prior to use); no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the electronic xience v everolimus eluting coronary stent system instructions for use (IFU) states: do not expand the stent if it is not properly positioned in the vessel. In this case, the IFU deviation likely contributed to the reported dislodgment.